Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 6 years, 7 months due to stenosis. The intervention has not yet been scheduled.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 6 years, 7 months due to stenosis. The patient presents with shortness of breath. The patient's symptoms got better and the valve is working fine, so no intervention has been scheduled.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.